Event description:
Update: per assessment received on 4jun23, "the handle is loose and it twirls". There was no fragmentation of the device. There was no delay to the procedure. "The patient is fine, but with the broken handle it made it tough to manipulate the uterus". The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium was being used on (B)(6) 2023 and the ¿handle broke during the procedure. They were able to finish the case.¿ there was no report of impact/injury, prolonged hospitalization or medical surgical intervention for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6085-201a in opened original package. Lot number was verified. Performed a visual inspection, no abnormalities or defects were confirmed. Performed a functional inspection, the complaint was confirmed. The handle was able to be spun in a 360 motion. Upon further investigation the inside components of the handle were broken within the device. A determination for further investigation has been initiated. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium was being used on (B)(6) 2023 and the ¿handle broke during the procedure. They were able to finish the case.¿ there was no report of impact/injury, prolonged hospitalization or medical surgical intervention for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.